Event description:
Medwatch form rec'd from user facility that states "upon removal of epidural catheter, the black tip was not visualized. Pt underwent surgical procedure for removal." Customer contact indicated the tip was recovered and there was no residual effects to pt due to the incident. No additional info was available.